Manufacturer narrative:
A medical expert was contacted to help the injector manage the issue. The medical expert received the patient on (B)(6) 2020 at his clinic and confirmed the diagnosis of vascular complication starting from the lip. He gave the patient a local treatment, and planned to see her again on (B)(6) 2020. However, the patient refused to come back for an appointment or to see her injector. On (B)(6) 2020, the patient went to the injector's clinic to be refunded, and the doctor examined the patient, all the symptoms were resolved. Vascular compromises are serious adverse events that are well known and well-documented related to the injection of hyaluronic acid fillers. They are linked to an accidental injection in, or next to a vessel, triggering its compression, or occlusion. If treated on time with an appropriate treatment, symptoms can be fully resolved, without sequelae. If not, they can worsen and develop into skin necrosis. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products. De boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e - delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
The eent occurred outside of the us, in (B)(6). According to the received information, the patient experienced an adverse event following injection of teosyal rha 3 possibly in the nasolabial folds. The symptoms seem linked to a vascular complication.